Manufacturer narrative:
The incubator cover protects the assay cups from dust and spillage during incubation. Cleaning the incubator cover is part of operator weekly maintenance. If the cover is misplaced, the assay tip can scratch over the cover and loosen sample material causing spillage which could result in carryover.

Manufacturer narrative:
The field service engineer (fse) discovered the incubator cover was not positioned correctly. Sample droplets were observed in the sample pipettor path. The incorrectly placed incubator cover is consistent with the type of results the customer observed. The customer had no further issues after the service visit. The service actions resolved the issue.

Event description:
The initial reporter complained of discrepant high results for 3 patient samples tested for hcg + b on a cobas 8000 e 602 module. The initial results were from the e602 module in question. The repeat results were from a cobas 6000 e 601 module. Patient 1 initial results were 0.2 ui/l and 2.94 ui/l. The repeat result was < 0.1 ui/l. Patient 2 initial result was 912 ui/l. The repeat result was < 0.1 ui/l. Patient 3 initial result was 10.1 ui/l. The repeat result was < 0.1 ui/l. No questionable results were reported outside of the laboratory. The repeat results were believed to be correct. The hcg + b reagent lot number and expiration date were not provided.